Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Additional information: h6, h10 a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom malfunctioned .reported new trach inserted during routine change. Was taken out the next day because the pilot balloon port was pushed in weird. The nurse took out the new one and put the old one back in. No patient harm, patient condition stable. The event described routine change as this would indicate a trach in long term use, which would not require emergent trach change.